Manufacturer narrative:
(B)(4). The inspection of the returned o2 hose revealed that the o2 hose was not manufactured by our company so no investigation was performed and no conclusion has been drawn. We have not been able to identify the manufacturer name of the returned o2 hose.

Event description:
(B)(4).

Event description:
It was reported that prior to patient treatment, the staff noticed that the oxygen supply hose had a leakage. There was no patient connected to the anesthesia workstation at the time. (B)(4).